Manufacturer narrative:
(B)(4) during processing of this complaint. Quality assurance attempted to obtain complete event information and patient status from the hospital, field contact or distributor.

Event description:
It was reported that the direct stent procedure was to treat a lesion in the mid lad. The stent was successfully deployed, but when the stent delivery system (sds) was being removed it became stuck in the guiding catheter, and the balloon became separated. Everything was removed together inside the guiding catheter.